Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the tip of the 10cc syringe was breaking off into the foley catheter as the patient was preparing the saline solution. Patient stated that it also compromised the sanitization of the drain bag.

Event description:
It was reported that the tip of the 10cc syringe was breaking off into the foley catheter as the patient was preparing the saline solution. Patient stated that it also compromised the sanitization of the drain bag.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be due to "poor interface of tip with inflation valve." . The device history record review could not be performed without a lot number. The instructions for use were found adequate and state the following: ¿bardia® foley catheter insertion tray ( without catheter )for 5cc balloon contents: povidone-iodine swabs. Waterproof underpad. Drape. 10cc syringe. (Prefilled with sterile water) gloves. Lubricant. Graduated collection container. Single use only. Do not resterilize. For urological use only. Caution: federal (u.s.a.) Law restricts this device to sale by or on the order of a physician. Sterile: contents of tray are sterile unless package is opened or damaged, except for povidone-iodine swabs which are not terminally sterilized. Remove tray lid. Place underpad beneath patient, plastic side down. Put on cuffed gloves. Position drape on patient. Open lubricant. Lubricate catheter. Open packet of swabs. Prep patient with swabs. Proceed with catheterization in usual manner. To inflate catheter, simply insert tip of water-filled syringe gently into valve (do not overpenetrate) and depress plunger. Instill entire amount of sterile water. To deflate catheter balloon: gently insert a syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. Warning: after use, the product may be a potential biohazard. Handle and dispose of in accordance with accepted medical practice and applicable local, state and federal laws and regulations.¿ section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.